Event description:
It was reported that the patient was seen with high impedance. The physician ordered x-rays and no fractures were observed. The x-rays have not been received by the manufacturer. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.